Manufacturer narrative:
On 16-oct-2020, mentor received additional information regarding the diagnosis of left-sided rupture. On 9-sep-2020, the patient's physician stated that a body scan performed on unspecified date indicated left-sided rupture. On 27-oct-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 29-oct-2020, it was found that incorrect brand name was entered in d.1. Brand name on the initial report. The brand name is mentor memoryshape breast implant. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-nov-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage or anomalies were observed. Leak testing was performed in accordance with the mentor procedures, and no leak sites were detected. After a thorough analysis, mentor was not able to confirm the reported event. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, cutaneous contour deformity. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast reconstruction with a 610cc mentor memoryshape breast implant and experienced postoperative left-sided rupture and cutaneous contour deformity. A healthcare professional reported that the patient experienced radiation fibrosis, excess skin, and lipodystrophy. The patient had a consultation with a healthcare professional, and the diagnosis was confirmed via physical examination. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified mentor gel breast implants on (B)(6) 2020.